Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was determined to be no communication ¿ gap in logs.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/12/2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the share logs was performed and no data on share tool in range of incident date. The probable cause could not be determined. No additional event or patient information is available